Manufacturer narrative:
Device evaluation: the zfv6-125-10-6.0 device of lot number cf1728302 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zfv6-125-10-6.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zfv6-125-10-6.0 of lot number cf1728302 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1728302. It should be noted that the instructions for use ifu0058 states the following: ¿use the 1 ml syringe to flush the delivery system with saline though the side-arm flushing port¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off label use was identified from the available information. The zfv6-125-10-6.0 device was used for percutaneous transhepatic biliary drainage. As per IFU, the zfv6-125-10-6.0 device is ¿intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. The user used a 20cc (20ml) syringe for flushing the device, as opposed to flushing the device with the 1ml syringe supplied. As per ifu0058, ¿use the 1 ml syringe to flush the delivery system with saline though the side-arm flushing port¿. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR being submitted due to completion of investigation on 03-june-2022.

Manufacturer narrative:
PMA # p050017/s006. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During percutaneous transhepatic biliary drainage (ptbd), flushing port saline injection resulted in retrograde exit of the fluid instead of exiting from the distal end of the stent. Off label use: zilver flex used for percutaneous transhepatic biliary drainage (ptbd). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.